Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the patient was going to have a magnetic resonance imaging (MRI) as the patient was hospitalized on (B)(6) 2016 for back pain and renal failure. It was unknown if there was a problem with the device or therapy. It was unknown if the reported symptoms were related to the device or therapy. The patient did not have a follow-up healthcare provider (hcp). No further information was provided. Follow-up was being conducted to obtain drug information, other medications taken at the time of the event, pertinent medical history, event dates, clarification of the back pain and renal failure (device or therapy issue), results of the MRI performed, actions/interventions taken, cause of the back pain and renal failure, and outcome of the event. If additional information is received a follow-up report will be sent.